Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to high out-of-range pacing impedances and helix issues. A lead fracture was suspected. The implant location was complicated by patient condition which the physician suspected may have contributed to the issue. No adverse patient effects were reported. A new rv lead was implanted without issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Analysis also noted that the crimp sleeve had shifted. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.